Event description:
Customer reported issues with touchscreen responsiveness on the pump, where the screen took longer than expected to respond and required several taps for inputs. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.